Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator and no issues were observed. The applicator has been fired correctly. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor data was extracted successfully but an error message was observed during reprogramming. Sensor did not scan. An extended investigation was performed. Performed an visual inspection and no issues were observed. Attempt to extract data from the returned puck and observed an error message. An error or interruption occurs during the reprogramming process; ae error message appeared. The sensor was bricked. Therefore no further investigation can be conducted for this particular complaint. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, the customer experienced a loss of consciousness and hypoglycemia and received a glucose IV injection as treatment by a healthcare professional. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, the customer experienced a loss of consciousness and hypoglycemia and received a glucose IV injection as treatment by a healthcare professional. No further details were provided. There was no report of death or permanent injury associated with this event.